Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the relationship between the positive culture and the device cannot be confirmed. Growth of microorganisms was found through culture testing by the user after reprocessing. Since olympus did not conduct additional microbial testing, and inspection found no abnormality or leakage that may cause the event, and the customer did not specify their reprocessing steps, the root cause cannot be identified. The following is included in the instructions for use (IFU): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for greater than 100 colony forming unit (cfu) of klebsiella aerogenes, tested positive for greater than 100 colony forming unit (cfu) of citrobacter braakii and tested positive for 10-100 colony forming unit (cfu) of candida spp on (B)(6) 2022. The scope tested positive for 1-10 colony forming unit (cfu) of klebsiella pneumoniae, 1-10 colony forming unit (cfu) of stenotrophomonas maltophilia, and 1-10 colony forming unit (cfu) of klebsiella aerogenes on (B)(6) 2022. The scope water channel tested positive for 1-10 colony forming unit (cfu) of klebsiella pneumoniae on (B)(6) 2022. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, bending rubber adhesive detached, bending angle did not meet specification, insertion tube dented, up/down angle knob uneven rotation, play, or noise, due to wear of lock engagement lever, up/down knob could not be locked securely, and air/water mouthpiece at scope connector loose. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.